Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018, the doctor used the device in vitro monitoring system in an extraventricular drainage. When it was connected to the ventricle catheter, the device was found to have leakage and air counter flow. The doctor immediately changed the device to a new one. The device operation proceeded smoothly, and the patient's condition was stable.

Manufacturer narrative:
The returned product was patent. The device met the requirements for leak testing therefore the complaint could not be duplicated. There was proteinaceous debris within the interior and exterior of the device. No unusual characteristics were noted. All edms devices are 100% leak tested at the time of manufacture. Patient weight provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were no environmental/external/patient factors identified that may have led to the issue.